Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge depleted from 85% to 20% battery life while charging. It was also reported that the pump battery gauge then increased to 100% once pump was re-connected to a power source. There was no impact to the customer's blood glucose levels. Customer indicated manual injections would be used for back-up insulin therapy.